Manufacturer narrative:
The reported event that lateral assembly, radial stem implant, size 4 was alleged of 'component loosened' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the x-rays of the patient pre- and post- operatively, as well as the patient information and the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient was lifting a box overhead, lateral radial head dislodged from stem. Both head and stem implants were explanted. Competitive product used as replacement.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was not received.

Event description:
Patient was lifting a box overhead, lateral radial head dislodged from stem. Both head and stem implants were explanted. Competitive product used as replacement.